Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a pinhole in the camera cable, the camera cable was flooded, and the video connector was cracked. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable was flooded, which may have caused the internal charge-coupled device to malfunction. Therefore, it is likely that normal communication was not possible, and this led to the occurrence of the image abnormality indicated. The camera cable had a pinhole, which may have prevented it from being airtight and allowed moisture to enter the interior of the camera. This is likely to have led to flooding. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, there was poor image quality with the camera head. There were no reports of patient harm.